Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: suction cylinder is deformed; suction cylinder has no color; air/water cylinder is deformed; air/water cylinder has no color; suction cylinder had foreign objects; channel tube has a scratch; image guide protector has a cut; distal end cover has a scratch; adhesive on bending section cover or distal sheath rubber has scratch; and universal cord has a wrinkle. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the evis exera iii colonovideoscope, there is a pin stuck. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient harm. The device was returned and an evaluation found that the suction cylinder had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation correction to g2 'other'. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, it is likely that the event occurred due to user mishandling. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.